Event description:
Boston scientific received information that during a routine device interrogation, the device exhibited a remaining longevity of greater than five years. Approximately nine months later, the device declared elective replacement indicator (eri). Outputs were programmed to 3.5 v, with 12% pacing. The patient implanted with this device was in sinus rhythm at 80bpm. When programmed to pacing, no capture was seen. Technical services discussed troubleshooting recommendations. When outputs were increased, no capture was again observed. Technical services recommended device replacement. The boston scientific sales representative was to discuss with the patient's physician. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.